Event description:
It was reported that the right ventricular (rv) lead was explanted due to micro dislodgement. The issue was identified by fluoroscopy and found by increased thresholds. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to micro dislodgement. The issue was identified by fluoroscopy and found by increased thresholds. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted, and dried body fluid was noted in the helix housing. Cuts were noted in the insulation and suture sleeve, likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.